Manufacturer narrative:
Batch review performed on 11-oct-2024 lot 2312095: (B)(4) items manufactured and released on 05-sep-2023. Expiration date: 2028-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 11-oct-2024: reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot 2348684: (B)(4) items manufactured and released on 16-apr-2024. Expiration date: 2029-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 4 months after primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the metaphysis and the surgery was completed successfully.